Event description:
The device was returned to the manufacturer after being explanted and replaced due to eri (elective replacement indicator). The device was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information suggests a device-related adverse event or product problem was received. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product evaluation summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Concomitant product: 4076 implantable pacing lead (B)(6) 2008. (B)(4).